Manufacturer narrative:
Pump and data logs were not returned for investigation. The cause of the pump did not start issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a male of unknown age and race in critical condition with no pulsatility was implanted with an impella cp device for mechanical circulatory support after the first impella cp device malfunctioned. The impella cp was implanted successfully but would not start. The patient expired due to their condition and the device was left in the patient for autopsy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02611 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.